Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via a retrospective article 270 patients who underwent percutaneous left atrial appendage (laac) closure in the center between 2009 and 2023. Endpoints were bleeding events, recurrent stroke, thrombi on devices, and death. The implanted devices were the watchman 2.5, watchman flx, non-bsc amplatzer cardiac plug (acp), and amulet. Periprocedural complications in 178 watchman 2.5 patients include: five (5) pericardial effusion, one (1) tia, one (1) air embolism, thirteen (13) minor bleeding, six (6) major bleeding, and three (3) av fistula without bleeding. No events were noted for the watchman flx device. After discharge and during the 12-month follow-up period, recurrent stroke or tia occurred in three (3) patients with the watchman 2.5. Thrombi were detected on devices two (2) patients with the watchman 2.5 and one (1) patient with watchman flx who were subsequently placed on short- or long-term oral anticoagulation (oac) or long-term aspirin (ass) therapy. Three (3) deaths were noted during the follow up period for patients with the watchman 2.5. The cause of death was not specified. Citation: kayvanpour, e.; kothe, m.; kaya, z.; pleger, s.; frey, n.; meder, b.; sedaghat-hamedani, f. Comparative assessment of percutaneous left-atrial appendage occlusion (laao) devices - a single center cohort study. J. Cardiovasc. Dev. Dis. 2024, 11, 158. Https://doi.org/10.3390/jcdd11060158.

Manufacturer narrative:
B3: estimated as 05/21/2024 as the published date for the article is noted as 21 may 2024 citation: kayvanpour, e.; kothe, m.; kaya, z.; pleger, s.; frey, n.; meder, b.; sedaghat-hamedani, f. Comparative assessment of percutaneous left-atrial appendage occlusion (laao) devices - a single center cohort study. J. Cardiovasc. Dev. Dis. 2024, 11, 158. Https://doi.org/10.3390/jcdd11060158.